Event description:
The patient had a cardiac ablation procedure and while in recovery suffered a cardiac arrest. Reported by patient that a medtronic guidewire was used in procedure. The physician inserted a pacemaker as a result of the mi. On a recent follow up with patient she has confirmed that she has had no additional adverse event since this cardiac arrest episode and is currently in good health.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results and conclusions: (not confirmed if medtronic guidewire used in procedure). (No device received for evaluation). No results available since no evaluation was performed.

Event description:
The physician confirmed that no medtronic guide wire was used during the ablation procedure.